Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient developed an irritation underneath the lifevest garment. Hospital staff believed the patient was experiencing an allergic reaction. The patient was advised to use hydrocortisone cream, and the irritation healed.